Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused "recurrent peritonitis." The pt was treated with vancomycin, 1 gram, ip (intraperitoneally) daily (dates unspecified). At the time of the event, the pt did not agree to let pd nurse (pdn) perform home visits or to perform re-training of pt in proper aseptic procedures for pd therapy. The pt did not recover from the peritonitis event and on an unknown date in the following month the pt experienced a relapse of the peritonitis. The pt received treatment with vancomycin, 1 gram, ip, daily (dates unspecified). The pt did not recover from the peritonitis and the pt experienced a relapse approximately 1 - 2 months later. Treatment was vancomycin, 1 gram, ip, daily (dates unspecified). The pt did not agree to having her pd catheter removed, and did not agree to be put on hemodialysis. At this time, the pdn provided re-training to the pt in proper aseptic procedures for pd therapy (date unspecified). Nine days prior to the receipt of this report, the peritonitis re-occurred causing the pt to be hospitalized on the same day. The pt received treatment with vancomycin 1 gram, ip, daily. The pt received more training in proper aseptic technique (date unspecified). Dianeal therapy was ongoing. Sixteen days later the pt was discharged from the hospital and was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient first experienced the peritonitis on an unreported date in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.